Event description:
The physician was attempting to use an everflex self-expanding stent with entrust delivery system to treat a moderately calcified lesion in mid-sfa with little tortuosity. The vessel had no tortuosity and was 6mm in diameter. No abnormalities were reported in relation to the patient¿s anatomy. The device was removed from its packaging and inspected with no issues noted. The device was prepped as per the IFU. A 7 french sheath was used with spider fx embolic protection device. The vessel was pre-dilated using a 5 x 200 pre-dilation device. The physician was not met with resistance during advancement and no excessive force was used. The device was not passed through a previously deployed stent. It was reported that when half of the stent was deployed, the thumb wheel of the device locked. It appeared the red pin was not fully removed prior to deployment. The procedure was completed by disassembling the handle to release the remaining stent, the stent was eventually fully released and implanted. No patient injury was reported.